Event description:
During a tonsillectomy and adenoidectomy procedure using an evac 70 xtra with integrated cable arthrocare wand and coblator ii controller, the patient reportedly sustained a 1.5 mm burn to inside left hand side to the mucosa resulting in a blister. The burn was treated with ointment.

Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress. The second device, coblator ii controller, used in the same procedure is reported under medwatch number 2951580-2010-00056.